Manufacturer narrative:
The field service engineer determined there was a rinse fluidics failure. Calibration, controls, and precision studies were performed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a calcium value of 4.7 mg/dl accompanied by a data flag. The sample was repeated, resulting with a value of 10.3 mg/dl accompanied by a data flag. The repeat value was believed to be correct. The calcium reagent lot number was 474603. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Calibration and controls failed on 05-oct-2020. Upon review of the alarm trace, a sample short alarm was observed. The investigation determined the service actions resolved the issue.